Event description:
Account alleged the head of bed was not going up. The head monitor running when the head up button pushed but head was not moving. Tech was unable to determine the cause. He reset the bed and bed was operating properly. No patient impact reported.